Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/26/2015 and found a leak attributed to tubing at pinch valve pv49. He replaced the tubing at pv49 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 4ml from the right side of a coulter lh 500 hematology analyzer while cleaning the needle on the instrument. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.